Event description:
The customer reported that she was hospitalized for a diabetic ketoacidosis. The customer was unaware of her hypo and hyperglycemic episodes. She was experiencing high and low blood glucose levels. The bottom of the insulin pump looked burnt. The customer's current blood glucose level was 47 mg/dl. She could not hold water down, she was vomiting, was nauseous, had abdominal pain, a headache, difficulty in breathing, was sweating, was off balance, blurred vision, difficulty in speaking, was seeing spots, and her feet were swelling. The customer hung up. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.